Event description:
Pt is a diabetic and uses the syringes on a daily basis to administer medication. Normally the syringes come in a box of 100-10 poly bags of 10 syringes. Pt noticed that at times the poly bags are not totally sealed and pt wonders if this is a problem. Pt mentioned that in the current box just about all the polybags containing the syringes are opened a little bit/not completely sealed. Also one syringe appears as though the plunger has been pulled back a bit. Again wonders if this is a problem w/product. In another syringe there was a black speck on the needle when pt withdrew it from vial of medication after obtainng dose of medicaion. Pt was not sure if the speck was from the medication, top of vial or syringe. After that pt threw away the needle. Pt assumed it might be silicone from the lid of the medication. Pt called the firm and told them about complaint and they said silicon is clear. Pt also sent the polybags that they felt were opened back to the company.